Event description:
A hospital in (B)(4) reported that an rt340 breathing circuit was leaking during setup. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4) for inspection. The complaint device was visually inspected and performance tested. Results: the visual inspection revealed no damage on the complaint device. The pressure test revealed that the complaint device performed within specification. A lot check revealed no other complaint of this type for lot 110826. Conclusion: no fault was found with the returned complaint device as no damage was found and the device performed within specification. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.